Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the hexagon recess of all six locking caps is more or less stripped. The relevant dimensions of the hexagon recesses can not be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a lumbar fusion, t10-l3 all six of the reported locking caps were stripped. The hex in the top of the caps stripped during the final tightening. The surgeon completed the surgery, using other caps without further incident. Approximately 10-15 minutes were added to the length of the surgery. No adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: mni. Manufacturing dates: (B)(4)= 03/06/2008, (B)(4)= 10/26/2011, (B)(4)= 04/20/2012, (B)(4)= 05/09/2011, (B)(4)= 05/11/2012. (B)(4).

Event description:
This report is for six locking caps (B)(4).